Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 5.5d implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault and significant reduction of iridocorneal angles were observed. Lens was replaced with a shorter length lens and problem was resolved. Cause of event was reported as patient related factor; "higher size" was reported.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).